Event description:
A user facility reported to olympus that the evis exera iii video system center when scopes are connected to the cv-190 tower, a communication error occurred. There was no harm or user injury reported due to the event.

Manufacturer narrative:
Olympus technical assistance center (tac) support called the customer to troubleshoot the device. Tac instructed the customer to shut off the cv-190 tower, connected the first scope, power on the tower, and see if the error occurs. If the scope doesn't show the b30 error, set the scope to the side and if the b30 does occur with a scope, clean the contacts of the scope with 70 % ethylorisopropyl alcohol with a lint-free cloth, shut off the cv-190 tower again, connect the scope, and see if the b30 occurs again. If it does happen again, the scope will have to be sent in to the national service center for evaluation and repair due to flu ID invasion. Customer will call back after testing the scopes. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented, to provide additional information, based on the legal manufacturer's investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 6 years, since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the reported device, the root cause of the communication error (b30 error code) could not be identified. Olympus will continue to monitor field performance for this device.